Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with intermittent diaphragmatic stimulation. Reprogramming the pacing vector did not completely eliminate the stimulation; the physician chose to turn off cardiac resynchronization therapy (crt) and the patient will be monitored. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.